Manufacturer narrative:
The customer¿s report that the set broke at the blue connection was confirmed. Visual inspection showed a separation between the silicone pump segment tubing and the lower fitment. The ring retainer was not received with the set but a ring retainer indentation was observed around the end of the silicone tubing indicating the ring had previously been in place. Functional testing was not performed due to the separation. The silicone tubing measured within specification. The root cause of the separation was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the set broke at the blue connection while infusing lipids. No patient harm was reported as a result of the event. No other details provided.